Event description:
It was reported that prior to an implant procedure, this cardiac resynchronization therapy pacemaker (crt-p) was interrogated and exhibited code 1003 while still in storage mode. The interrogation session was ended and the crt-p was re-interrogated and the code cleared. The physician did not implant the crt-p and it was never in service. No adverse patient effects were reported. The crt-p is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that prior to an implant procedure, this cardiac resynchronization therapy pacemaker (crt-p) was interrogated and exhibited code 1003 while still in storage mode. The interrogation session was ended, and the crt-p was re-interrogated and the code cleared. Boston scientific technical services confirmed code 1003 was declared due to cold temperatures. The physician did not implant the crt-p and it was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As code 1003 had cleared, the crt-p stayed in the field and was later implanted successfully in a different patient. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.